Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material# 305916, batch# 2322150. It was reported that the bd safetyglide had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Hello, we have received reports of bd needles slipping off syringes. The following codes and lot number were reported: 305916, 2322150. 305916, (B)(4). Can you please review the production records for the reported lots and confirm they were produced to the required specifications? Have there been any similar reports of these needle components slipping off syringes in the last 5 years? Additional customer response received on july 22, 2024. 1. Can you please provide an exact date of event in format mm-dd-yyyy? The exact date of the incidents is unknown. They were reported to medline on 6/12/2024. 2. Could you please provide a further description of the issue? 25g needle is not securing to the syringe and is not allowing the physician to instill lidocaine for the procedure. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Despite multiple efforts, the customer was unable or unwilling to provide additional detail on patient impact associated with these incidents. 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? None available. 5. Please share the captured photo of the event if available. None available.